Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6) 2010 when it was due to be refilled, the pt's pump had been alarming "every hour." The pt was given oxycontin for pain by the health care professional. The pump was refilled on or around (B)(6) 2010. The pt died that night; the cause of death was unk. The programming on the pump was checked and found to be correct. An investigation was being performed. The pt's son wanted the pump to be researched by a third party; the pump was not returned to the MFR. The medication being delivered via the device system was dilaudid, a "significant amount" of which was found by studies to be the pt's bloodstream according to the heath care provider. A follow-up report will be sent when additional info becomes available.